Manufacturer narrative:
Unit received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test or verify prime/fill anomaly due to motor error alarm. Unit was received with normal operating currents and passed unexpected restart error test and self-test. Unit had minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call of dropping insulin pump. After insulin continued to drip after letting go of act button and was not able to move forward. During troubleshooting, insulin pump did not beep nor did numbers appear on screen. Customer believed to have seen a compromised forced sensor alarm, but was not sure. Customer's blood glucose was 200 mg/dl. Customer was advised that insulin pump would need to be replaced.